Manufacturer narrative:
(B)(6) 2009 was used based on age of patient. B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ 4mm pen needles the needles could not prime and there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: my child is brand new to the world of type 1 diabetes. We bought our first box of 100 bd insulin giving needles. Unfortunately we my son has had x6 bad experiences with this batch. X4 needles have been blunt. X2 needles have been blocked. By blocked, I mean when the needles was attached to the insulin pen and he is priming the needle- no insulin comes out and he cannot depress the plunger of the insulin pen.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 19sep2023. H6 investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported while using bd ultra-fine¿ 4mm pen needles the needles could not prime and there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: my child is brand new to the world of type 1 diabetes. We bought our first box of 100 bd insulin giving needles. Unfortunately we my son has had x6 bad experiences with this batch. X4 needles have been blunt. X2 needles have been blocked. By blocked, I mean when the needles was attached to the insulin pen and he is priming the needle- no insulin comes out and he cannot depress the plunger of the insulin pen.